Event description:
It was reported that the external pulse generator (epg) failed self test and there was an error code displayed. The device was expected to be returned for repair. There was no patient involvement.

Event description:
It was further reported that the external pulse generator was returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed self test and there was an error code displayed. The device was expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper and lower cases were broken, the battery release and lead flex cover were contaminated, the atrial output connector was broken, the battery contacts were compressed, the battery drawer was broken, and the keyboard pad was cosmetically damaged. (B)(4).